Event description:
It was reported that during the initial procedure two spacers were broken so the procedure was aborted. There was no patient harm reported. The spacers were kept by the medical facility. Additional information was received that the lot number of the second spacer was 800090, not 800080.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9808; lot # 800080; description: superion ids 8mm.

Event description:
It was reported that during the initial procedure two spacers were broken so the procedure was aborted. There was no patient harm reported. The spacers were kept by the medical facility.